Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported there was carbonization on the cover glass of the light guide of the evis eus ultrasound bronchofibervideoscope during a therapeutic procedure. The name of the intended procedure was unknown. Rinsing was not possible so the scope was removed from the patient to clean the cover glass again. The procedure was delayed; however the extension of the procedure was not considered to be a serious deterioration of the patient's health according to the customer and there was no patient harm. The amount of delay was unknown. The light source was changed, but the issue was not improved. The procedure was completed with the scope. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 2 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.